Event description:
It was reported to philips that the system experienced a sudden power loss. The system was in clinical use for a routine procedure when the issue occurred. No harm to patients or users was reported. Philips has initiated an investigation of this complaint.